Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "false downstream occlusion" was confirmed but could not be reproduced. The alarms are attributed to a narrow downstream pressure plate gap. The downstream sensor current reading was above spec with a fluid filled IV set loaded into the pump. Multiple downstream occlusion alarms were also found through review of the event history log. The unit did pass downstream occlusion and re-calibrated per baxter's service procedure.

Event description:
It was reported that a spectrum pump was alarming for downstream occlusion when no occlusion was present. It was also reported that there was no pt injury.